Event description:
The customer stated that the axsym analyzer did not come on and generated a message related to the optical circuit card. Smoke was then seen coming out ot the back of the instrument. The analyzer was powered off. There was no report of injury.

Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the account and replaced a damaged power supply assembly, pcb smt I/o interface assembly, and pwa I/o panel assembly. The power supply assembly had been in use for approximately 5 years. The complaint text notes the axsym did not contribute to the failure of the power supply assembly. A review of the safety hazards memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. The abbott axsym system operations manual was reviewed and was found to contain adequate information on the axsym analyzer potential hazards, operational precautions and limitations. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4) (no consequences or impact to patient) (B)(4) (smoking). An investigation is in process. A follow-up report will be submitted when the investigation is complete.